Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. Reportedly, transesophageal echocardiography (tee) was performed. No additional adverse patient effects were reported. This lv lead was explanted.